Manufacturer narrative:
The user reported discrepancies between bg and sg readings. An evaluation of the data management system (dms) showed that the user had stopped using the system since on (B)(6) 2026, but prior data indicated that bg values fit sg trends well, with occasional differences due to the expected lag between bg and sg inherent to sensing technology. Customer care advised the user to resume consistent system use and monitor system performance for at least 3 days and calibrate when prompted, for further review of the system. The user stated that they had lost their transmitter in the meantime and were no longer interested in continuing use of the system. A courtesy transmitter replacement was approved under a related case to support resumption of system use. The user agreed to resume use of the system as instructed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.